Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 53016ud00 (lot number 53016ud00 contains the same bulk material as lot number 53030ud01) was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 53030ud01 was identified.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result while running on the architect I 2000sr analyzer. On (B)(6)2023 the initial troponin result was 33.3 pg/ml and was retested on (B)(6)2023 and generated a result of 6.0 pg/ml and retested again to generate a result of 5.5 pg/ml. The customer¿s reference range was < 15.6 pg/ml. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result while running on the architect I 2000sr analyzer. On (B)(6) 2023 the initial troponin result was 33.3 pg/ml and was retested on 14oct2023 and generated a result of 6.0 pg/ml and retested again to generate a result of 5.5 pg/ml. The customer¿s reference range was < 15.6 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.